Event description:
It was reported an issue with novosyn suture.the client reported that unfortunately, we are currently experiencing issues with a novosyn suture. Despite careful removal from the packaging, the needle detaches from the thread immediately.there is no patient involvement.

Manufacturer narrative:
Summary of investigation:there are no previous complaints of this code-batch.we manufactured (B)(4) units of this code-batch. There are 180 units in our stock that have been blocked.we have received 21 closed samples and 1 open and unused sample with the needle detached from the thread (thread is still wound on the pack and the needle is missing).to evaluate the conformity of these units, we performed the following tests:- tightness test to the closed samples received has been performed and the units are tight.- the rotation test performed on the 21 closed samples received confirmed that the units are not compliant with the specified requirements. We noticed that the thread breaks easily near the needle in 16 of the 21 closed samples received. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and break easily in the attachment area.batch manufacturing record:reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements.needle attachment strength results conducted on samples before releasing the product were 1.48 kgf in average and 1.19 kgf in minimum and fulfilled european pharmacopoeia (ep) requirements: 0.69 kgf in average and 0.35 kgf in minimum.conclusion root cause analysis:too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion:taking into account that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed.corrective measures:actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.corrective/preventive actions: an internal non-conformity (inc) has been opened in the system to analyse the root cause and define the corrective actions if applicable.